Event description:
A report was received that the patient's lead extension header was superficial and causing discomfort. The physician buried the extension deeper and the patient was reportedly doing well after the procedure.